Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2938836-2019-03649, manufacturer report number: 2938836-2019-03650. It was reported patient dislodged the entire system for the third time due to patient being non-compliant and twiddler. The dislodgment was discovered on a remote follow-up, followed by an x-ray. The entire system was repositioned. Patient was recovering.